Event description:
During the device evaluation, it was observed that the colonovideoscope exhibited white foreign material in the auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the observed white foreign material is believed to be the result of the use of products during reprocessing that contain silicone, such as simethicone, a defoaming agent. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and can cause deposits of white foreign material and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the UDI for the subject device. Updated fields: d4, g1, h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.